Manufacturer narrative:
D9. Date returned to mfg: 11-nov-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Unit was dirty, with many labels and writings on the housing. Functional testing was performed. The customer's reported problem was not replicated. However, the root cause was likely due to the broken pcb (printed circuit board) display. The pcb was replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device reached a high temperature (50°) when switching on. There was no patient involvement, no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.